Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformance's were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Account: (B)(6). Item description - pen ndl 32g 4mm pro 100 box 1200 us. Item#: 320550, lot: 3283950, exp:10/31/2028. Complaint description: " I had a customer return 30 bd nano pen needles stating, "it feels like there is something stuck" "nothing comes out" he tried a few from the box we gave him but ended up using another older box he had with no issue. He is a long time diabetic and is familiar with pen needles. We did replace the product for him. I just wanted to pass along the feedback in case there is an issue with that particular lot number. " note: no other details or attachment provided.